Event description:
One cortial screw reportedly dislodged from the cervical plate and backed out of the bone approximately 5mm. The dislodged screw was noticed at the patient's one month follow-up visit in 1999. The plate and all screws were reportedly replaced with another manufacturer's device approximately three weeks later.